Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 871 mg/dl. The customer was later called for further info. The customer stated that he was hospitalized for high blood glucose levels and high blood pressure. The customer stated that the insulin pump is working fine. The customer declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.